Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the power supply was contaminated. Analysis also found the programmer handles of the upper and lower caesar broken, the left display hasp-latch is damaged (broken), and the keyboard connector was found loose on a printed circuit board assembly. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer handle, locking mechanism, is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.